Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported. At a later date, x-ray imaging was performed since there were concerns of a fracture and the device sensing vector was reprogrammed. Ts reviewed the x-ray images and discussed stored data, with an electrode pocket fracture suspected as the cause of the previous observations. Ts recommended the electrode be replaced as its performance will be compromised overtime based on the observed behavior. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported. At a later date, x-ray imaging was performed since there were concerns of a fracture and the device sensing vector was reprogrammed. Ts reviewed the x-ray images and discussed stored data, with an electrode pocket fracture suspected as the cause of the previous observations. Ts recommended the electrode be replaced as its performance will be compromised overtime based on the observed behavior. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25 cm centimeters from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported. At a later date, x-ray imaging was performed since there were concerns of a fracture and the device sensing vector was reprogrammed. Ts reviewed the x-ray images and discussed stored data, with an electrode pocket fracture suspected as the cause of the previous observations. Ts recommended the electrode be replaced as its performance will be compromised overtime based on the observed behavior. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.